Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. Review of the log suggests the intermittent connection of external power caused the defib/pacer failure messages. The external aux power supply used in the event was not returned for evaluation. The device was put through extensive troubleshooting without duplicating the reported malfunction. The device's auxiliary connector was replaced as a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.